Event description:
Failure of equipment. When finished drawing blood and ready to close the little door to retract the needle, the little door, is hard to close, sometimes it won't close. Pts complain that it hurts their arm because one is moving the vacutainer trying to close. User tries to hold vacutainer as still as possible but it still hurts. Some of the other nurses and lab techs stated they've had problems with the retractable tube holder also.